Event description:
It was reported that the customer experienced a high blood glucose level. When she changed her infusion set, the tubing got stuck under the adhesive and her insertion site was bleeding profusely. She also received a no delivery alarm. In the mornings, the customer feels her blood glucose levels are high. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).